Event description:
It was reported that the system had communication errors. This may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu and hard drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.